Event description:
The customer reported that the system locked up during cinema playback. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and re-formatted. The system was tested and found to be working as intended and returned to service.